Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest blood glucose of 62 mg/dl lasting approximately 15 minutes, and sought guidance on whether to announce a meal; troubleshooting and education were provided, and the user was advised to follow their medical team¿s plan. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint review and user education. Investigation of this case revealed no device malfunction reported and no reproducible issue identified. It was concluded that the cause of hypoglycemia was unclear and that the event was managed with standard guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.